Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007974, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007974 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 7 on 03-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04735 was manufactured according to the work instruction (wi) version 64 and manufactured in the machine sc01, on 01-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4f04736 was manufactured according to the work instruction (wi) version 64 and manufactured in the machine sc01, on 03-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4e01874 was manufactured according to the work instruction version 64 and manufactured in the machine sc03, on 11-jun-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to blurred and shifted print, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.